Manufacturer narrative:
V.a.c.® granufoam¿ dressing lot number was not available and the dressing was not returned. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The nurse reported that undermining was present in the patient's wound and v.a.c.® granufoam¿ dressing was used without v.a.c. Whitefoam¿ dressing being placed in the undermined areas. The nurse indicated that v.a.c. Whitefoam¿ dressing would be utilized when there is undermined areas in wound in order to prevent the reoccurrence of a similar event. Therefore, this event is being reported as a potential user error. Device labeling, available in print and online, states: warning: v.a.c.® foam dressings are radiolucent, not detectable on x-ray. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 9, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Undermining initial dressing application: gently place v.a.c. Whitefoam¿ dressing in all undermined areas, beginning at the distal portion. Do not pack foam into undermined areas. Pull foam back out 1-2 cm, leaving some foam in the wound to contact with the foam in the wound bed, this specific placement leaves the distal portion of the undermined area clear of foam, allowing the distribution of higher pressures to collapse the free areas of undermining together, encouraging the wound cavity edges to granulate together from the distal portion outward. Monitor the amount of exudate and presence of granulation tissue at each dressing change. V.a.c.® dressings, canisters and disposables v.a.c. Whitefoam¿ dressing: this white polyvinyl alcohol foam is a dense, open-pore foam with a higher tensile strength than the v.a.c.® granufoam¿ dressing¿ for use in tunnels and undermining. It is hydrophilic (or moisture retaining) and is packaged pre-moistened with sterile water. Its characteristics help to reduce the likelihood of adherence to the wound base.

Event description:
On 18-jun-2020, the following information was reported to kci by the home health nurse: on (B)(6) 2020, a foreign material alleged to be v.a.c.® dressing adhered to the patient's wound bed. V.a.c.® therapy was placed on hold as the physician wants the foreign material removed before resuming v.a.c.® therapy. On 29-jun-2020, the following information was reported to kci by the patient: the foreign material alleged to be v.a.c.® dressing was still adhered to the patient's wound bed. The patient has not been successful in scheduling an appointment for removal of the foreign material. On 27-jul-2020, the following information was reported to kci by the home health nurse: the patient's wound bed was difficult to visualize due to undermined areas that were present prior to initiating v.a.c.® therapy. Therefore, the nurse ceased attempts to manually remove the foreign material alleged to be v.a.c.® granufoam¿ dressing. The patient's infectious disease physician is assisting the patient in finding a surgeon who will remove the adhered material and close the wound using a muscle flap. A gauze dressing soaked in vashe® wound solution [non-kci product] and peroxide is being used in the patient's wound to aide in the removal of the foam and prevent infection. Attempts to remove the dressing have been unsuccessful. The wound characteristics and patient labs are closely monitored for evidence of infection. To date, labs have been within normal limits. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history review and a device evaluation could not be performed.